Event description:
It was reported by the customer that the jack could not be pumped up. There were no pt involvement or adverse consequences reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional info is received, a follow-up report may be submitted.